Event description:
Lead screw is not turning on old site. The customer placed new site and the insulin exited. Troubleshooting was performed. The device passed the test. In addition, the customer indicated that pt had high bgs with manual injections. Moreover, the customer stated that last week pt over treated high bgs and paramedics were called out due to low bgs. Pump programming was correct. Instructed customer to call the help line for further assistance.